Manufacturer narrative:
(B)(4).

Event description:
It was reported that this mini-implantable cardioverter defibrillator (ICD) was implanted five months ago that used the existing leads that had been implanted for over 10 years. It was noted that about 8 weeks after implant the right atrial (ra) lead pacing impedances were mostly high out of range greater than 3000 ohms. The device was planned to be upgraded to a bi-ventricular pacing device, so the ICD was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) device. The ra lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this mini-implantable cardioverter defibrillator (ICD) was implanted five months ago that used the existing leads that had been implanted for over 10 years. It was noted that about 8 weeks after implant the right atrial (ra) lead pacing impedances were mostly high out of range greater than 3000 ohms. The device was planned to be upgraded to a bi-ventricular pacing device, so the ICD was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) device. The ra lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported high impedances reported from the field. 3191 code was used to denote surgical intervention.